Manufacturer narrative:
The tibial component cannot be evaluated for reported wear, as it has been returned for evaluation, but rather retained by the patient. The lot code has not been supplied and attempts to obtain lot code info have been unsuccessful. Therefore, a dyr review is not possible. Should the device or additional info become available, this evaluation shall be reopened.

Event description:
The patella and insert were revised due to polyethylene wear.